Event description:
It was reported that air bubbles were observed within the canister. There was no adverse impact to the customer¿s blood glucose level. Customer continued using the existing cartridge for insulin therapy.